Event description:
Spontaneous call from patient to report having pump issues. She could not troubleshoot and was going to hospital. This is the second pump on call issue from patient so advised we would send a nurse out to review pump set up with her. Serial number (B)(4). Did the patient have a backup device they were able to switch to? Unknown. If yes, was the patient able to successfully continue their infusion? Unknown. If no, what was the patient instructed to do ¿in able to¿ continue their infusion? Go to the hospital is the infusion life-sustaining? Yes. Did the reported product occur while in use with the patient? Yes. Did the product issue cause or contribute to patient clinical injury? Unknown. If yes, was any medical intervention provided? Is this actual device available for investigation? Yes. Did we replace device? No. Reported to (B)(6) by: patient/caregiver.